Event description:
It was reported that the ventilator's turbine would not spin up and there was a hw fault with an audible alarm while connected to a patient. The patient was placed on the backup ventilator with no patient harm reported.